Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The patient also had ketones of 0.9 mmol/l. To treat his elevated bg levels, a new pod was applied and a correction was delivered in the form of a manual injection. When the pod was removed from the site, it was noted that the cannula appeared bent.

Manufacturer narrative:
The pod was returned for a device evaluation. During inspection of the device, a bend was noted on the exposed portion of the cannula. After removing the bottom housing, a hole was found in the soft cannula. The device failed fluid path testing as insulin was unable to pass through the distal tip of the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.